Event description:
It was reported that episodes of ventricular fibrillation caused by noise were observed. The physician elected to explant and replace the lead. The patient was in good condition post-procedure.